Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 corrected fields: e3; h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the g1 board (printed-circuit board) failure; malfunction in liquid-crystal display (lcd) panel; power supply turned off; unstable power supply condition. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power supply turned off and due to an unstable power supply condition caused by a malfunction in the g1 board. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the monitor appeared and disappeared. The issue was found before sedation for a diagnostic bronco test procedure that was completed with a back-up device. There were no reports of patient harm.